Event description:
Patient who has had an intrathecal pump for purpose of delivery of dilaudid and bupivacaine. This was implanted a number of years ago, but was most recently replaced 4 years ago. Our office was contacted yesterday by the visiting nurse who refills his pump. She reported that when refilling his pump, she had expected a residual of 8 cc. Instead, she pulled out a total of 33 cc. The logs noted no abnormal events and there has been no alarming of the pump. In speaking with the patient, she noted that he has had difficulties with diarrhea, nausea, vomiting, and increased pain recently. Thinking that this was a gi condition, he has been seen locally and he reports being set up for gi examination. However, given the classicness of the symptoms for opioid withdrawal, he was asked to come to clinic today for further evaluation and roller pump study.